Manufacturer narrative:
The evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. Both collagen plugs were compressed and the tip of the first plug had blood on it. This indicates that the first collagen plug had not been fully deployed before attempting to deploy the second collagen plug. Code 200: datascope's exeperience has shown that if the push/wait/pull technique is not done, a sheath separation can occur. This may occur because the plug was not fully deployed out of the vasoseal sheath before deployment of the next collagen plug is attempted.

Event description:
Product was used on the rcfa following a diagnostic catheterization procedure. While deploying the second collagen plug, the sheath separated from the hub. There were no clinical complications.